Event description:
The user facility reported that on two separate occasions, they had observed the bending section cover glue to be missing from the device at the end of a therapeutic intubation procedure. The procedures were reportedly completed with no complications and there was no pt injuries.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info about the reported events. The user facility was unable to identify which device had been used in each of the respective reports. One event reportedly occurred on (B)(6) 2010, and the initial event had reportedly occurred approximately one month previously. They also reported that the bending section cover glue had been found on the bedsheets after the initial event. The users reported that the whereabouts of the bending section cover glue from the (B)(6) 2010 event was unk, and the device had not been inspected prior to use. The device referenced in this report was returned to olympus for eval. The eval confirmed that the bending section cover glue was absent at both distal and proximal ends of the bending section cover. Cut and scrape marks were found on the bending section cover and insertion tube. The device was observed to be leaking in the instrument channel, suction cylinder, and body control unit. Additionally, there were scrape and shear marks found in the instrument channel at the bending section. The cause of the reported difficulties appears to be related to device maintenance. An olympus endoscopy support specialist was dispatched to provide in-service training on appropriate reprocessing, handling, and inspection procedures as needed. The lf-gp instruction manual warns users to inspect the device prior to use, and to not use the device if any irregularity is suspected. This report is being submitted as a medical device report in an abundance of caution.